Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the patient was experiencing blood glucose (bg) values up to 600mg/dl with abdominal pain and ketones. The patient treated the reported high bg via correction injection. The patient's bg was reportedly fluctuating but it is not clear when the patient was using a back-up plan or when the patient was using the pump for treatment. Customer support (cs) reviewed the pump with the reporter and troubleshooting revealed no site/set issues and all pump settings and programming were correct. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.